Event description:
Connection issues associated to the v is-1 channel during an implant attempt were reported. Reported, the lead could not be inserted completely, since the lead tip was not visible. The lead was removed from the port and attempted to be inserted again and the set-screw was tightened, which resulted in a high lead impedance measurement and no pacing or sensing. The atrial lead connector was attempted to be connected, and in this case, it could be fully inserted. Another device was implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.